Event description:
It was reported that when the device was used during a low anterior resection procedure, after firing, the surgeon found about half the staples were malformed. The patient was also noted to be bleeding, so the surgeon used hand sewing on the cut to stop the bleeding. Post-operatively, there was no patient consequence.